Manufacturer narrative:
Initial reporter phone no. (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation however photos and a video were provided. The visual inspection observe a leak from the dialysate port. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex st100, an external fluid leak was observed at the dialysate port. There was no patient involvement. No additional information is available.